Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not getting any stimulation in her spine starting the day prior to the report, and she noted that the implant is fully charged. After syncing with the patient programmer, it was determined that the patient was on group a, program 1, and set to 7.3 volts with therapy on. The patient reported that she normally runs it at 5 volts, but she kept increasing because she was not feeling anything. After increasing the stimulation to 8 volts, the patient was still not feeling stimulation. The patient was redirected to her health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances which led to the lack of stimulation were that the patient tried to increase their activity due to gaining weight (about (B)(6). The patient tried adjusting the settings per instructions from the office but nothing had resolved. The patient still did not have stimulation even though the device was fully charged and turned on. No further complications were reported.